Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a cracked opening, crease flat, black/brown particles, and delamination. Leak test and microscopic analysis were performed which identified delamination in the diaphragm valve, and a cracked opening on diaphragm valve. Based on the device analysis the final assessment was delamination of the diaphragm valve assessed as adhesive failure, and a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.